Event description:
The manufacturer received information from a hospital nurse alleging a patient experienced a ventilator service required alarm while using a trilogy o2 device. The patient was still receiving ventilation when the alarm occurred on the device. A sales representative replaced the device with another device. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. Philips is currently investigating this complaint. The device has been received by the manufacturer and is currently awaiting evaluation. A supplemental report will be submitted as due.